Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on battery best practices, advised to monitor the system, and suggested calling back if the issue persists.